Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed during review of the device's history log. The device was put through extensive testing without duplicating the malfunction. The device's system board and system interconnection flex cable were replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed "system fault 36", "system fault 37", "defib disabled", and "cable fault" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.